Event description:
It was reported that the patient with this right ventricular (rv) defibrillator lead, presented in clinic with high out of range pace impedance measurements, greater than 3,000 ohms, and no capture at maximum outputs. Technical services (ts) noted it was an abrupt change, not a gradual rise, and suspects the lead is fractured. Company representative to speak with the clinician about disabling therapy. No adverse patient effects were reported. At this time, the lead remains in service.